Manufacturer narrative:
(B)(4). The patient¿s minimum luminal diameter (mld) was 8.3x5.6 with mild-moderate calcification. As the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training / IFU for the commander delivery system, and manufacturing mitigations. No relevant photographs, videos or imagery were provided with the complaint. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any issues that could have contributed to the complaint event. Review of lot history for the related work order did not reveal any additional complaints for delivery system ¿ withdrawal difficulty code and delivery system ¿ insertion difficulty through sheath code. A review of the complaint history for commander delivery system, model; 9600lds23/j, 9610tf23/clus, for the complaint code ¿delivery system-withdrawal difficulty¿ and the complaint code ¿delivery system ¿ insertion difficulty through sheath¿ from (B)(6) 2016 to (B)(6) 2016, revealed no complaints with returned devices. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. No IFU/training deficiencies were identified. The flex tip of the delivery system represents the largest diameter section of the device inserted through the sheath during the procedure. During ri (receiving inspection) dimensional inspection is performed on a sampling plan on flex tip. Box dimensions are measured that includes the od of the flex tip which is the largest diameter inserted into the sheath during the procedure. During manufacturing, prior to bonding the flex tip to the flex shaft, the flex tip is inspected for outer diameter conformance per using a go gauge to ensure that the correct size flex tip is being used. As part of the manufacturing process of the commander delivery system, delivery systems of this lot were 100% inspected by both manufacturing and quality with visual inspections, functional testing, and dimensional inspections. Product verification testing was performed for delivery system related lot number on a sampling plan. During product verification, balloon pushout force and system retrieval force was recorded and tested. All samples passed pv testing. These inspections make it unlikely that a manufacturing non-conformance has contributed to the reported event. Note that a "non edwards" sheath was used in this case. As the edwards delivery systems are designed and intended to be used with edwards esheaths, performance of edwards delivery systems has not been established with ¿non edwards¿ sheaths. Due to the device and/or applicable photographs/video (relevant to the reported event) not being returned for evaluation, the complaint of ¿delivery system ¿ withdrawal difficulty¿ and the complaint of ¿delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis; therefore a manufacturing non-conformance was unable to be determined. A review of the relevant DHR, complaint history, lot history, and manufacturing mitigations did not indicate that a manufacturing non-conformance contributed to the complaints. The patient information provided with the complaint describe that the patient¿s access vessels were calcified (mild-moderate). This may have contributed to the reported difficulties during withdrawal of the delivery system through the sheath. Circumferential and bulky deposits of calcium can cause issues with sheath expansion. In addition, withdrawal angle can influence the angle of the thv relative to the vessel walls during retrieval and cause interference resulting in the withdrawal difficulty. As noted in the training manual sop4407el76 rev. G slide 82, the push force required during delivery system insertion through sheath can vary due to various patient/procedural factors such as angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. The patient information provided with the complaint describe that the patient¿s access vessels were calcified (mild-moderate). Additionally, procedural factors such as excessive handling of the device during prep (or insertion), not fully inserting into the access vessel per IFU/training, valve crimping technique, and inadvertently leaving excessive residual fluid in the delivery system balloon prior to advancing over the guidewire and inserting into the sheath, could compromise balloon profile and increase insertion forces through the sheath. Based on available information and investigational results, a true root cause of the withdrawal difficulty and insertion difficulty could not be determined at this time. The complaint was unable to be confirmed, and no manufacturing/product non-conformances or labeling/ IFU/ training deficiencies were identified, therefore no corrective/preventative actions are required. Since the complaint was unable to be confirmed, a product non-conformance was not identified, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. Due to the device or relevant photographs not being returned for evaluation, the complaints of ¿delivery system - withdrawal difficulty¿ and ¿delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for these trend categories did not exceed the (B)(6) 2016 control limits. No corrective / preventative actions are required at this time.

Manufacturer narrative:
(B)(6) registry. UDI (B)(4). Investigation is ongoing.

Event description:
During the femoral insertion of the commander delivery system through a non-edwards sheath, the delivery system became stuck. It was unable to be advanced or removed from the sheath. Percutaneous access was obtained for the edwards lifesciences 14 fr. Esheath on the left femoral side. The 14 fr. Dilator was inserted up to the level of the proximal external iliac before it would not go any further. The team then inserted a non-edwards sheath instead of the 14 fr. Esheath. The 23mm sapien 3 and delivery system was inserted into the non-edwards sheath and pushed using extreme force to the level of the distal external iliac. It was then determined the s3 valve would not travel any further through the sheath and they wanted to come out with the s3 and delivery system. They pulled on the delivery system and valve and it came back a few mm very slowly. Once they decided the valve would not come any further out of the sheath, they decided to pull the entire sheath, valve and delivery system at once. It came back a few mm together as one unit, but then stopped. They tried to pull the sheath back again with everything in it and the sheath shaft fractured and came out of the patient¿s arteriotomy. It had severed about 10 cm from the hub of the sheath with the remaining 25mm of the sheath in the external, common iliac and abdominal aorta. The surgeons then cut down on the left femoral artery and pulled the sheath out surgically. The 90% of the entire iliac came out on non-edwards sheath. A bypass graft was then sewn from the axillary artery to the left femoral artery. They attempted a fem-fem bypass but the pad was too severe on the right side to sew a graft. Perfusion was restored to the patient¿s left femoral artery via the bypass and she is recovering now. They will go back and attempt an alternative access if she recovers fully.